Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited intermittent capture, noise, variable pacing lead impedance, and undersensing. The noise was reproducible with isometrics and light hand motions. The device was detecting the lead noise even when the patient was standing still and talking. The noise was also observed in the unipolar setting. The root cause of issue is unknown although lead fracture leading to insulation breach was suspected. Patient is asymptomatic. Lead revision was discussed but no intervention has been performed yet.

Event description:
New information received notes that the rv lead was capped and replaced on (B)(6) 2019. It was concluded that the noise issue was related to the rv lead; however, the cause of the noise remained unknown. Patient¿s device was functioning appropriately and remained implanted. The patient was doing well prior and post procedure.